Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl following use of the ilet system. The user remained at home, did not require medical assistance, and the bg was corrected through a full supply change. No hospitalization, treatment at the hospital, or long-term health effects were reported.